Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k050441.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total hip arthroplasty. During post-operative monitoring and testing, the patient experienced deep vein thrombosis approximately three months post-implantation. The patient was given medication for six months and the event was resolved.